Manufacturer narrative:
It was reported that the elite stopped sampling and died mid procedure. The device lost power and no longer accepted a charge from the charging cradle. No adverse event occurred with the usage of this product. The device has not been returned for investigation.

Event description:
It was reported by rep during procedure elite stopped sampling and died mid procedure. Patient had to undergo additional biopsy. No serious injury was reported. This incident has been recorded in complaint # (B)(4).